Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8784 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type catheter product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type catheter. Eval code-conclusion 22 applies to 8637-20. Eval code-conclusion 92 applies to 8784 and 8780. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving morphine (10.0 mg/ml at 1.797 mg/day) via an implantable pump for non-malignant pain. The patient reported pain at the surgical sites on (B)(6) 2016. An examination was performed on (B)(6) 2016 and fullness, tenderness, and pain were observed over the midline lumbar spinal catheter implant site and the right buttock. Laboratory testing was performed on (B)(6) 2016; no organism or bacterial growth was observed. There was a clinical diagnosis of pump and lumbar surgical site seroma. Intervention included seroma drain at the pump pocket and the surgical lumbar site on (B)(6) 2016 and (B)(6) 2016. The event resulted in an urgent care visit and an unscheduled clinic/office visit. The event was unlikely related to the device/therapy and possibly related to the implant procedure. The event was resolved without sequelae on (B)(6) 2016-.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.